Manufacturer narrative:
Concomitant products: product ID: addrl1 ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed far field r-wave (ffrw) atrial lead oversensing on the presenting rhythm and stored episodes. The oversensing caused inappropriate mode switching. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.